Event description:
Boston scientific received information that this right ventricular lead was exhibiting increased threshold measurements with loss of capture and decreased sensing measurements one week post implant. Pt is very heavyset and does not stand well on her own and uses a walker full time. Capture was noted after the device output was increased. The pt is asymptomatic and they will continue to monitor the lead. Two months later, the lead was found to have dislodged. A revision procedure and performed and the lead was removed from service and replaced. No adverse pt effects were reported.